Event description:
On (B)(6) 2017 presents in ed with altered mental status related to hepatic encephalopathy, lactulose protocol started and dignishield placed for purposes of administering lactulose. On (B)(6) 2017 after third dose of lactulose (approx 1,000 cc each) it was noted that balloon was over-inflated and 900 ccs of what appeared to be lactulose was withdrawn from balloon port. Rectal prolapse and frank rectal bleeding noted after balloon removal. Colorectal consult with non-surgical reduction of prolapse (B)(6) 2017 discharged; (B)(6) 2017 pre-admitted with massive lower gi bleed requiring surgery and administration of blood products. The installation of large volume medication into the balloon port was a medication administration error by nursing. Review of the event did result in two suggestions to MFR which may prevent user error or result in immediate awareness of error prior to damage to mucosa: all ports are luer lock, and safety may be improved if the balloon lock is different type; some mfrs have a safety signal on balloon port so user can immediately see that over-inflation has occurred.